Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The reporter indicated the lens had rotated and there was a refractive surprise. The icl remains implanted. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4): device evaluated by manufacturer? No - lens remains implanted.evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4).